Event description:
It was reported to medtronic minimed that the customer reported that the location of the damage was at the case on the battery-tube side and at the battery-tube threads. The customer stated that the pump shut off and that the battery cap no longer stayed locked and secure. The customer reported receiving a power loss alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the display issue, and the customer stated that the battery compartment and/or springs were damaged. The customer was using the correct battery cap for the pump, inserted a new battery, and restarted the insulin pump, but the display did not return. Troubleshooting was performed for the power loss alarm, and the customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per the health care professional¿s instructions. Mmt-1884 was requested, and the customer¿s response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No blank display noted. Pump passed the self test, active current measurement and displacement test. However, pump failed high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. However, unable to data analysis for battery power loss due to files missing or corrupted pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, force sensor, motor, vibrator during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had unit had scratched case, cracked battery tube threads, stained keypad overlay, cracked case (battery tube). Blank display not confirmed. Pump failed high sleep current measurement is isolated to electronic assembly defective and cracked battery tube threads, cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.